Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unable to download history files and traces using thump due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to moisture damage on the pcba 1 j6 and pcba 2 j2. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Cosmetic damage confirmed where scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked case battery tube side, cracked case corner of belt clip rails, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump and also had moisture damage. The event involved product(s) mmt-1885. Troubleshooting was not performed. No harm requiring medical intervention was reported. The product mmt-1885 that was returned for product analysis.